Event description:
Pt reported half of the display on the infusion device is blank. Pt stated the issue occurred during the change the cartridge process. Pt reported the display has been failing over the last year. Pt stated the rest of the infusion device works correctly. Pt reported the endocrinologist requests a change in the type of infusion device because he wants to administer the insulin in 0.1 unit doses. No further information is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.